Event description:
The first surgiclip m-11.5 jammed. It is currently in the shut position and will be sent back to the manufacturer. The second surgiclip # 11.5 "scissored", cut the vein which had to be sutured to repair the hole. Noted that this device has a partially clamped clip in the jaws which may have happened in handling or cleaning after the case. Manufacturer notified. This device will be returned also.